Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and update to d4, d8 & h3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test, degraded focus ring and coupler. A definitive root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or vapor penetration or ingress of fluids due to air-tightness breakdown olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced a communication issue and error code 224 was displayed during a therapeutic laparoscopic birch procedure and cystoscopy. The procedure was prolonged greater than 30 minutes and completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.